Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm had occurred due to a pump motor stall. The stall was confirmed by telemetry and was unrelated to an MRI. The first motor stall occurred on (B)(6) 2011 with a recovery on (B)(6) 2011. The second motor stall occurred on (B)(6) 2012 with no recovery recorded. Per the reporter, some time in (B)(6) the patient was "hospitalized for an mi." It was also noted that at the last two refills the erv (expected residual volume) was 2-3 mls and the arv (actual residual volume) was 13ml and 19ml. No patient symptoms were reported; the patient was "doing well." A pump replacement was being planned. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.